Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 350 mg/dl and an insulin pen was used to address the bg level. Tandem customer technical support (cts) had the customer perform a system check and the occlusion appeared to possibly be related to the cartridge. Cts recommended that the cartridge be changed.